Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr, ous, 3.5x16mm, stent delivery system (sds) was returned for analysis. The manifold was not returned therefore the catheter batch and serial number cannot be referenced. A visual and tactile examination found a hypotube break 1440mm proximal to distal edge of device tip. The portion of the device proximal of the break site including the strain relief and manifold hub was not returned. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and result is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous and highly calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a non bsc balloon catheter. A 3.50x16mm promus element ¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed and another 3.50x16mm promus element ¿ drug eluting stent was advanced but also failed to cross the lesion. High pressure dilation was then performed and the lesion was stented with another stent followed by post dilatation. The procedure was completed. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube broken.